Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: the device was visually inspected, and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 425cc saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was accompanied by pain, and the capsule was reported to be riding high. The patient received a medical diagnosis for the deflation. Bilateral baker grade IV capsular contracture was also noted. As a result, the device was explanted and bilateral prosthesis replacement with mentor smooth round moderate plus profile 425cc saline prostheses was performed on (B)(6) 2019. Breast capsules were sent to pathology, results, unknown. The left sided deflation was reported under 1645337-2019-23740 on (B)(6) 2019. On (B)(6) 2019 mentor received additional information and initial awareness of the bilateral capsular contracture. This report relates to the right prosthesis.